Event description:
Pump was reported to have declared a cartridge change error. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting and reverted to back up pump for insulin therapy.